Event description:
It was reported that pump experienced malfunction after customer walked through security scanner at airport, and malfunction code was displayed. There was no reported adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction occurred again, which customer acknowledged and understood.